Event description:
Patient admitted with severe myocarditis and was placed on left and right ventricular assist devices. Patient had no heart function and was being evaluated for possible heart transplant. The initial pumping system had been in place for several days and small clots were noted in the pumping chambers. Due to patient's condition, the least stressful method of changing the pump was to change to an abiomed ab 5000. The patient was taken to the or and placed on femoral bypass. The exchange went well and the ab 5000 was started. The system worked well for about 20 minutes and then the pressures on one side started dropping. The pump was manually run while the system was rebooted. Again the pump ran for a short period and the pressures began to drop. The manual pumping system was used until a backup control panel could be set up and attached. The backup panel worked well but soon after the procedure, the patient developed pulmonary edema, kidney failure and later multi-organ failure. The patient expired several hours after the procedure. This patient was very ill. The stress of the procedure may have started the patient's decline but the pump control panel failure may have been a contributing factor.